Manufacturer narrative:
There were no associated patient complications.

Event description:
It was reported that when port was inserted with catheter locked into place, catheter was too long. Catheter was detached and trimmed. Catheter was again attached to port by locking mechansim. Md "tugged" on catheter 3x's. Port was placed into patient and pocket sutured closed. Port was then accessed with huber needle, but could not be flushed. Pocket was reopened and port body was in place, but catheter no longer attached to port. Under x-ray/fluoro, catheter was located in "lower portion of patient's body and was not considered a threat to patient."